Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not returned by the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old female patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was noted that the pump had a fractured cable near the red impella plug. It was documented that the grey connector was broken and that wires were visible from the cable. The staff was advised to place tegaderm over the exposed area to prevent moisture and foreign material from entering the site. There was no patient harm and support was maintained with the implanted pump.

Manufacturer narrative:
Per the clinical information provided, the root cause of the product damage (bond failure) issue was not determined since product was not returned for investigation. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2023-03975. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-03975 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2023-03975 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03975.